Manufacturer narrative:
E1: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that after filling the cassette, liquid leakage was detected. It was reported that there was a delay in supplying the patient, but no therapy-relevant delay. The event took place at the pharmacy. There was no patient involvement and no patient harm.

Manufacturer narrative:
One (1) used device was received for evaluation. Functional and visual tests were performed, and the reported issue was not duplicated. The used sample was leak tested at 45 psi for 30 sec. Using a hydrostatic pressure pump (cal ID: p-1g-079; cal due date: 02/2026) as per pq-016. There were no damages or anomalies observed. History record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.